Manufacturer narrative:
D3: changed to correct manufacturing entity h6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure a sonopet iq tip broke. No additional information reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a procedure a sonopet iq tip broke. No additional information reported.